Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have received multiple insulin flow blocked alarms. The user stated they have called in for the same insulin flow blocked alarms. Blood glucose level at the time of the incident was 14.2 mmol/l (256 mg/dl). It is unknown how the blood glucose was treated. Troubleshooting was completed and it was advised that the alarm was caused by a connection issue. A self-test was also performed. During the self-test, the customer received an error 63. Customer states they are able to rewind the pump. The pump will not be returned for analysis.